Event description:
It was reported that the pump & catheter were explanted on (B)(6) 2010 due to an infection at the pump pocket site abdominal wound. The culture isolated staph aureus. The pt was being managed on oral anti-spasmodics and had recovered from explant.

Manufacturer narrative:
(B)(4).